Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: harness deterioration. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp blinks during white light due to degradation of the harness. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the lamp flickering occurs during white light and lamp repeatedly flashes. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide an update to a previously submitted report. H4 mfg date updated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.